Event description:
It was reported that this implantable lead was part of the system revision due to infection. Furthermore, the patient received a temporary pacing system. No adverse patient effects were reported. The implantable lead was explanted.